Event description:
Two pocket fills had occurred in the past eight months, with the most recent having occurred on (B)(6) 2012. The patient was "very sick about one hour after his refill." The patient was vomiting, tired, and lethargic. The patient was noted as having thrown up all night long. A patient's family member indicated that the drug was withdrawn from the pump; and the drug was "discolored" and not clear like it usually was. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report..

Event description:
The physician's assistant went to fill the pump, pulled out some medicine, unhooked and put the new syringe on, and put the medicine in. Some of that medicine did not go in the pump and instead ended up in the patient's body. The reporter said that the patient was "deadly ill--overdosed badly" and "really sick". However, the patient did not go to the emergency room (ER). The patient's father called the on-call physician, who looked at his dosage and that is was a 20 ml pump, and the physician said to just watch the patient and see how that goes. The patient vomited all night long. The reporter thought it was going to kill him. The next day the patient was still very tired, very lethargic, but he was not vomiting anymore. The vomiting only lasted about 12 hours. The patient did recover. The same symptoms and same duration occurred for both pocket fills (previous pocket fill be filed in a separate report). The patient's father was going to talk to the physician on the date of report. It was reported that you could see the patient's skin was bumped up about the pump after injection of the medicine; the patient was quite thin and the lump was visible. The health care provider reportedly said "no, it felt normal. I had the normal amount of resistance.", and he did not see any odd things except for the lump when he pulled the needle out. The reporter said that the medicine that was pulled out was discolored and looked like it had more blood in it; usually it was very clear and this time it was a little discolored. The reporter thought there was a problem after seeing the discolored fluid withdrawn and the lump after injection of the new medicine. About an hour to an hour and a half later, the symptoms started. The reporter said they do not know how much medicine actually went in the pump. Patient's father was not going to let them refill the pump today as the patient had been through enough, but it was reported that they are going to have to do a refill in a week or two before the empty date that was supposed to be in (B)(6). The patient's father also wanted to get a hold of some oral baclofen in case the patient started to get tight; he also did not want the patient "to go through the withdrawals". The reporter said the pocket fill had never happened with the physician, but only with the physician's assistant, same refiller for both pocket fills. The father was going to insist that the physician do the refill; however, it was reported that the technique looked very similar between both the physician and physician's assistant. The pocket fill was not two times in a row; the first pocket fill was about eight months ago. After the first pocket fill, they started to "deaden" the patient's skin a little bit better because the patient used to get really excited, and the theory was that the patient had helped push the needle out a little bit by getting worked up. By deadening the skin, the patient was now "pretty good" and did not react that much. The patient's father wanted to know if an ultrasound could be used to see that the needle was going in and confirm in the pump; use of fluoroscopy was discussed. Other than two pocket fills, it was reported that everything was going pretty well with the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8709sc serial#(B)(4) implanted: (B)(6) 2007 explanted: unk. (B)(4).